Event description:
This is the follow up report for the initially submitted MDR (3006575795-2017-00245).

Manufacturer narrative:
In the initial MDR report submitted it was found that: initial was not checked off. This MDR follow-up is thus to correct this issue.

Manufacturer narrative:
The device did alarmed "air in line" as expected. During testing, the device was found to have a flow rate accuracy outside of +/-15% specification, and it was also found to have a battery outside of warranty, a lcd display issue, a noise issue during infusion, and a grinding door latch. The air-in-line sensor was replaced for precaution.

Event description:
The user reported that ivig solution (gamma guard) caused air in the tubing. The pump did alarmed "air in line" as expected. No patient injury or harm was involved in this case. The pump was sent in to zyno medical for testing on (B)(6) 2017. The device was identified with a flow rate accuracy that was outside of +/-15% during testing on (B)(6) 2017.